Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved on its own; the customer successfully loaded existing cartridge with original needle. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.